Manufacturer narrative:
Of the reported eight malfunctions, one was reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr 2020394-2019-03365. The product catalog number of one of the malfunctions was updated to unknown filter. Of the reported seven malfunctions, lot numbers were provided for two malfunctions and the lot history reviews were performed. The samples were not returned to the manufacturer for inspection/evaluation. However; medical records and images were received for six malfunctions. Therefore, for three malfunctions the investigations are confirmed for the reported malposition of device and patient device interaction problem, for one malfunction investigation is confirmed for patient device interaction problem and unconfirmed for malposition of device, for another one malfunction investigation is confirmed for patient device interaction problem and inconclusive for malposition of device, for another malfunction investigation is inconclusive for the reported patient malposition of device and device interaction problem and for the remaining one malfunction investigation is confirmed for malposition of device, device interaction problem, and additionally it is determined to be confirmed for material deformation (a0406). Based on the available information, the definitive root cause for these events is unknown. The devices are labeled for single use. :section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes seven malfunctions. A review of the reported information indicates that model rf048f vena cava filter allegedly experienced malposition of device and patient device interaction problem. These information's were received from a various sources. All seven malfunctions involved patient with no patient consequences. Of the seven patients, two were male and four were female, six patients age ranged from 43-69 years and two patient weighs 146 and 322 lbs. All other patient details were not provided.

Event description:
This report summarizes eight malfunction. A review of the reported information indicated that model rf048f vena cava filter allegedly experienced ivc filter perforation and tilt. These reports were received from various sources. Eight patients were involved with no consequences. One patient is a 43 year old male and another patient is 39 year old female. For the remaining patients, age, weight and gender were not provided.

Manufacturer narrative:
H10: of the 8 devices, one lot number was provided, and lot history review was performed. Devices were not returned for eight malfunctions, however, medical records and images were provided for two malfunctions which was reviewed and confirmed perforation and filter tilt. One of the malfunctions had an additional trending device code added: 2976 - material deformation. Of the eight reported malfunctions, one malfunction was reassessed for reportability and will be reported as a serious injury on report 2020394-2019-03365. The remainin six investigations were inconclusive for the alleged performaion and tilt. Based upon the available information, a definitive root cause is unknown. The devices were labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: of the 8 reported malfunctions, 1 was reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr 2020394-2019-03365. H10: the product catalog number of one of the malfunctions was updated to unknown filter. H10: of the 7 devices, one lot number was provided, and lot history review was performed. Devices were not returned for seven malfunctions, however, medical records were provided for four malfunctions and images were provided for three malfunctions. Two devices confirmed perforation and filter tilt. For one malfunction, the investigation is confirmed for alleged perforation of the inferior vena cava. However, the investigation is unconfirmed for alleged filter tilt. For one malfunction, the investigation is confirmed for the perforation of the inferior vena cava (ivc). However, the investigation is inconclusive the filter tilt. One of the malfunctions had an additional trending device code: 2976 - material deformation and the investigation is inconclusive for perforation of the ivc, filter tilt and material deformation. The remaining two investigations were inconclusive for the alleged perforation and tilt. Based upon the available information, a definitive root cause is unknown. The devices were labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes seven malfunctions. A review of the reported information indicated that model rf048f vena cava filter allegedly experienced ivc filter perforation and tilt. These reports were received from various sources. Seven patients were involved with no consequences. Of the seven patients, four patients were ranged from 43 - 62 years of age, one was male, three were female and one patient was 322 pounds. There was no other information provided for all the patients.

Event description:
This report summarizes eight malfunction events. A review of the events indicated that model rf048f vena cava filter allegedly experienced ivc filter perforation, tilt, and embedment into the vein wall. These reports were received from various sources. Of the eight events, involved patients with unknown reported patients injury. The patients age, weight and gender were not provided.

Manufacturer narrative:
H10: of the eight reported malfunctions, the device code 2976 - material deformation was added for one device. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: of the eight reported malfunctions, one malfunction was reassessed for reportability and will be reported as a serious injury on report 2020394-2019-03365. Lot numbers were not provided for the remaining seven malfunctions. Therefore lot history will not be reviewed. One of the malfunctions had an additional trending device code added: 2976 - material deformation. The devices for the remaining seven reported malfunctions were not returned for evaluation. Medical records and images were provided for one of the malfunctions. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes eight malfunction events. A review of the events indicated that model rf048f vena cava filter allegedly experienced ivc filter perforation, tilt, and embedment into the vein wall. These reports were received from various sources. Of the eight events, involved patients with unknown reported patients injury. One patient is a 43 year old male. For the remaining patients, age, weight and gender were not provided.

Manufacturer narrative:
For the eight reported events, the samples were not returned to the manufacturer for inspection/evaluation. As the lot numbers for the eight devices were not provided, manufacturing reviews could not be performed. Therefore, the investigation of the reported events are inconclusive. Based upon the available information, the definitive root cause for this events are unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
This report summarizes eight malfunction events. A review of the events indicated that model rf048f vena cava filter allegedly experienced ivc filter perforation, tilt, and embedment into the vein wall. These reports were received from various sources. Of the eight events, involved patients with unknown reported patients injury. The patients age, weight and gender were not provided.